Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via left femoral artery. The 95% stenosed, 20 x 2.25 mm, de novo, concentric, with a <=45 degree bend target lesion was located in the mildly calcified and moderately tortuous left circumflex (lcx) artery. Pre-dilatation was performed using a 1.25 x 12mm non-bsc balloon catheter resulting in 90% residual stenosis. Subsequently, a 2.25x20mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).